Event description:
An incident occurred involving a percutaneous endoscopic gastrostomy tube placed in a cerebral vascular accident pt. The peg was inserted on 7/24/96. On 7/27/96 the pt was taken to surgery for removal of the feeding tube. The internal bolster was embedded in the abdominal wall. The pt was having internal bleeding and developed peritonitis. Another tube was not placed and the pt is stable. No further details regarding the circumstances surrounding this event are available.